Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a replace battery now alarm. Customer reported that they did not receive a low battery alert prior to the replace battery now alarm. The customer stated this was the second occurrent of a replace battery now without a low battery alert prior. The customer was advised the insulin pump will be replaced. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.